Event description:
On (B)(6) 2011, a technician was routinely cutting blocks. The tech was removing the block from the chuck holder. The red emergency button was engaged on the instrument. This did not lock the handwheel because the emergency stop is only designed to halt operation during automatic (powered) mode and is not intended to lock the wheel during manual (unpowered) mode. This resulted in an injury to the tech in the form of a laceration to the finger. The tech was treated and intervention was required in the form of stitches. Company was notified on (B)(6) 2011. Two safety features are explained in the instructions for use to prevent this type of injury from occurring. These features include a manual brake which prevents the handwheel and chuck from moving and a safety bracket that is to be placed over the knife during block changes. Neither safety guard was employed by the user in this case.